Manufacturer narrative:
The design proposal that was approved for this device correctly identified the appropriate tibial bearing. The checklist that was then forwarded to the stanmore implants (siw) dispatch department identified the incorrect tibial bearing. The check list was then used by the siw dispatch department to pick the components that were supplied with the implant. The components that were supplied were correct to the check list but the check list was not correct to the design proposal. The procedure was completed successfully with no significant delay as the hospital's consignment kit contained the correct tibial bearing. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed. Corrected data - product code kro corrected from jdi. Concomitant part - tibial bearing, smtbc02g, batch number b12651, expiration 01/2019.

Event description:
A report was received from a surgeon stating that upon receipt of the custom distal femur replacement implant it was determined that the wrong tibial bearing had been provided. This is a supplemental report to 3004105610-2015-00030 ((B)(4)).

Manufacturer narrative:
A review of the manufacturing records was performed with no non-conformances identified. The investigation is ongoing, a supplemental report will be provided.

Event description:
A report was received from a surgeon stating that upon receipt of the custom distal femur replacement implant it was determined that the wrong tibial bearing had been provided.